Event description:
Report received of a leak noted at the clave y-site. It was reported that a nurse piggybacked protonix 100ml at a rate of 100ml/hr via plum xlm pump into the distal clave port of the primary tubing set which was infusing 1000ml of lr at a rate of 75ml/hr. The customer noted at the beginning of the infusion that a leak occurred at the inner portion of the clave port. It was reported that clave port had not been accessed prior to the reported event. The customer reported that approximately 5ml of fluid leaked out of clave port with no harm noted to the patient. The primary tubing set was changed and there was no reported delay in treatment. It was reported that there was no adverse patient event and no medical interventions were required. Though requested no additional information was available.